Event description:
Motta, md, et al. "The use of intrathecal baclofen pump implants in children and adolescents: safety and complications in 200 consecutive cases." J. Neurosurg. (1 suppl pediatrics). July, 2007; 107: 32-35. The article describes one pt who acquired an infection that resolved with antibiotics.